Event description:
It is reported the device was implanted in 2000. In 2006, during a follow-up visit, the surgeon noted on x-ray that osteolytic lesions or cysts had formed around the threads and tips of screws used to affix the plate. The plate itself was not loose. The pt was revised four days later.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Eval summary: cause cannot be definitively determined. No device or x-rays were returned for eval. No lot number was provided; therefore, the manufacturing records could not be reviewed.